Event description:
It was reported that the patient had pain at the catheter site. The patient noticed this pain in the last year and noted it had gotten worse. There was also a volume discrepancy problem where there was more volume left in the pump at the refill, and the healthcare provider (hcp) asked the reporter if the patient was using his boluses. Troubleshooting options were discussed. The reporter was redirected to their healthcare provider (hcp). The pump system was being used to infuse hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).